Event description:
The customer reported blood and fluids backed up into the maxzero® and leaked out the end and sides of the valve. Fentanyl, tpn and lipids were infusing through a PICC line when the leak was found. The customer stated the patient experienced tachycardia, tachypnea, and hypotension because of the leakage and required a blood transfusion. No long-term patient harm reported. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Correction on initial report: initial reporter.

Manufacturer narrative:
(B)(4). The customer¿s report of fluid back up and clotting was confirmed. The customer¿s report of the maxzero connectors leaking was not confirmed. Visual inspection observed blood backup in the catheter, the me1227 extension set and the (B)(4) extension set up to the bottom of the bifurcated adapter. There were no holes or tears in any of the tubing or any cracks, crazing or breaks noted on any of the components. Functional testing was unable duplicate the customer¿s experience. The root cause of the reported fluid back up, clotting and the maxzero connectors¿ leaking was not identified.